Event description:
It was reported there was a cerebrospinal fluid (csf) leak after a revision on (B)(6) 2013. The patient had two seizures post operatively. The patient was scheduled on (B)(6) 2013 to have the ¿dura leak fixed¿, and have a ¿stay suture¿ placed around the catheter. The patient¿s symptoms were noted as seizures and sweating. The location of the issue was said to be at the device pocket and catheter tract. The pump was used to deliver lioresal at 776 mcg/day.

Event description:
Additional information received reported that per the reporter it was believed the cerebrospinal fluid (csf) leak had resolved, as the reporter ¿had not heard otherwise¿. The reported information made it unclear what the patient outcome was.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
Conclusion code: no longer applies to this event.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient was also noted to have experienced uncontrolled spasticity and dystonia. Reportedly there was the inability to aspirate from the side access port. The patient was now reported as "better." The patient was also taking klonopin, oral baclofen, zanaflex, and valium.